Event description:
It was later reported that CT head showed no acute process. Contributing factor was noted as right quadrant pain with uti.

Event description:
It was reported that the patient was presented to the emergency room (ER) with an ¿altered mental status.¿ the contributing factors were back pain after lifting bags of salt, hiatal hernia, recurrent urinary tract infection (uti), and hyperkalemia. There was also ¿possible¿ metabolic encephalopathy and over medication. The patient was hospitalized from (B)(6) 2013 to (B)(6) 2013. The patient was given ceftriaxone, cipro, and ¿k-dur¿ and an electroencephalogram (eeg) gave normal findings. The patient recovered without sequela on (B)(6) 2013. Later that day, it was reported that the patient was given tylenol for her back pain. The pain was a pre-existing condition that had worsened or exacerbated after lifting the salt bags.

Event description:
Additional information stated the patient was given morphine. An x-ray indicated severe arthritis, degenerative disc disease and spasm suspected. It was stated zanaflex and motrin was started

Manufacturer narrative:
Product ID: 3889-28, lot# v598061, implanted: (B)(6) 2011, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider for a clinical study, via a manufacturing representative, reported the patient had a history of chronic utis prior to implant. Post implant, there was an increased frequency of utis, noting the specific dates: (B)(6) 2011, (B)(6) 2012, (B)(6) 2013, and (B)(6) 2014. The issue was noted as a worsening of a pre-existing condition, not device or therapy related. Interventions included cipro 250 mg (for 3 days) since (B)(6) 2014, cipro 500 mg (for a week) since (B)(6) 2015, macrobid and cipro on (B)(6) 2012, macrobid on (B)(6) 2011, macrobid on (B)(6) 2011, abx on (B)(6) 2011, and cipro 500 mg since (B)(6) 2013. An office visit on (B)(6) 2013 noted the uti was slightly worse but no treatment was given. Labs were negative for uti on (B)(6) 2013 with continued "subject sense of uti," so the patient was started on amoxicillin on (B)(6) 2013. The patient complained of dysuria on (B)(6) 2013 and the patient received keflex. The event resolved without sequelae on (B)(6) 2016.